Event description:
The complainant alleged that the physician was performing a therapeutic procedure on a pt, and was attempting to inflate the device balloon when the device balloon broke in the pt's biliary duct. The device was then returned for evaluation. During the device evaluation it was observed that the tip of the device shaft was broken. Approximately, 3mm of the distal tip of the shaft encompassing the area of the balloon lumen was missing. The complainant was then contacted in an attempt to obtain additional event and patient information, and to advise the complainant of the results of the device evaluation. The complainant reported that the device has been used in a "v-scope from olympus". It was also indicated by the complainant that the clinicians did not notice that the device tip was broken, and consequently were unable to determine if the tip was still in the pt, or not still in the pt. There was no reported adverse affect on the pt as a result of the reported malfunction.